Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was damage to their insulin pump. Blood glucose level at the time of incident was 220 mg/dl. It was reported that there was a crack on the clear ring of their reservoir compartment thread. The device was returned for analysis.